Event description:
Patient reported the infusion device did not give an e4 (occlusion) error message. Patient reported experiencing an elevated blood glucose level. No blood glucose values were provided. Patient's normal blood glucose range was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.